Event description:
It was reported by the patient that she had felt "jolts" and "palpitations" throughout the day and that it felt like an "electrocution". The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.